Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart during normal use. Blood glucose level at the time of the incident was 270 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected alarm due to blank display. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.